Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('low placed abdominal pain since insertion') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy / bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: on (B)(6) 2019 the patient was laparoscopied with normal findings and a bilateral salpingectomy was performed and the implants are removed. Correct position of the implants. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('low placed abdominal pain since insertion') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy / bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: on (B)(6) 2019 the patient was laparoscopied with normal findings and a bilateral salpingectomy was performed and the implants are removed. Correct position of the implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('low placed abdominal pain since insertion') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy / bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: on (B)(6) 2019 the patient was laparoscopied with normal findings and a bilateral salpingectomy was performed and the implants are removed. Correct position of the implants. Quality-safety evaluation of ptc: unable to confirm complaint. Based on complaint as reported the complainant did not mention malfunction or difficulty related to the usage of the essure device, therefore a quality defect is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 6-sep-2019: no new clinical information provided, follow-up questionnaire sent to reporter. Mpa´s reference number received. Quality evaluation updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.